Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (03/21/11)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the returned meter, returned test strips, and retain test strips have passed all testing with no faults found. A DHR (device history record) was completed for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 2x a day and manages her diabetes with oral medications (type/ amount not specified). The alleged issue began on the morning of (B)(6) 2011. The patient reported obtaining blood glucose results "over 200 mg/dl" with the subject meter. The patient stated her usual blood glucose readings are between "120-130 mg/dl" but have been reading higher lately. The patient denied making changes to her diabetes management routine. In the middle of (B)(6) 2011, the patient claimed she felt low blood glucose symptoms of sweating, blurry vision, and had difficulty talking. Emergency medical services (ems) was contacted and transported the patient to the emergency room (ER). The patient could not specify any treatment; however, stated she obtained a blood glucose result of "101 mg/dl" on the ems meter. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.